Event description:
Customer reports "in the following month, pt underwent a right frontal craniotomy with removal of intracerebral hematoma and placement of intracranial pressure monitor. A drain was placed in the subtemporal space. In the following month, the neurosurgeon removed the catheter (drain) and the tip was trapped beneath bone gap and broke during removal. CT scan done. Neurosurgeon decided to leave catheter in head since the material is frequently used for long-term brain/body implants, unless complications arise. Pt is stable is skilled nursing facility."